Manufacturer narrative:
Continuation of d10. Product ID: 3708220; (serial: (B)(6)); product type: 0191-extension. Product ID 3708220 (serial: (B)(6)). Product type: 0191-extension. Product ID 3888-45 (lot: va231lc); product type: 0200-lead. Product ID 3888-45 (lot: va23cwv); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Impedance outside of normal range observed (B)(6) 25 while interrogating battery at patient meeting. Electrode 4 - value: 40,000 - red, do not use icon electrode 7 - value: 23,580 - orange icon electrode 10 - value: 16,160 - orange icon electrode 11- value: 13,300 - orange icon patient reports he had not been seen by medtronic rep since post operative appointment following implant. Since that time, he reported that he has had a fall. He does not have any follow up imaging. He reports that he has used stimulation for about the past 6 months. He previously ran stimulation above threshold, feeling paresthesia from stimulation. He denied relief despite increasing stimulation. Programming at beginning of session was using electrodes mentioned above. Reprogramming completed during session (B)(6) 25 not using these electrodes. Patient reports stimulation in desired areas. Education provided to patient on stimulation intensity.